Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. Patient presented 2 days post procedure with a cold left foot. Physician identified the patient had a potential thrombus dislodged during the initial procedure. The physician elected to complete a thrombolytic procedure to resolve the issue. Patient indicated there was still pain in the foot and the physician will monitor the patient. The patient is in stable condition.